Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating properly. The technical support specialist (tss) accessed station remotely, and its status was verified. The station was confirmed not to be in disconnected mode or critical override. Logs were checked, and all data was current with no delay in communication. The user was informed of the status via email. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.